Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d10, g2, h6.

Event description:
Healthcare professional later reported that the patient completed intravenous antibiotic treatment, desefin 1mg, on (B)(6) 2025. Redness and discharge continues at the stoma site. The device has been explanted.

Event description:
On (B)(6) 2023, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient experienced stoma site redness with discharge. The patient was seen by their physician on (B)(6) 2025 and was diagnosed with a buried bumper. The patient was hospitalized and on (B)(6) 2025, initiated antibiotic treatment ceftriaxone. The device remains implanted.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.